Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, a stress problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus endoeye flex deflectable videoscope was returned to the service center for a separate issue. During the device analysis, the bending section cover glue was peeled. There was no patient involvement.